Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Pharmacist reported a left side rupture of the device. The device has been explanted.

Event description:
Pharmacist reported a left side rupture of the device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the posterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive . (Shell thickness was within specification). Additional observations: ¿ black particles observed on the device. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Pharmacist reported a left side rupture of the device. The device has been explanted.